Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an endobronchial ultrasound transbronchial aspiration needle was used in the right main bronchus during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was difficult to remove and advance the stylet, and while moving the stylet the tip of the needle broke and fell into the bronchus. The needle was retrieved using a basket. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endobronchial ultrasound transbronchial aspiration needle was used in the right main bronchus during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was difficult to remove and advance the stylet, and while moving the stylet the tip of the needle broke and fell into the bronchus. The needle was retrieved using a basket. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). An expect pulmonary needles was received for analysis with its stylet unloaded. Visual evaluation of the returned device revealed that the working length (including needle and sheath) was bent/kinked in several location and the distal section of the needle was found to be broken. The stylet was attempted to be loaded and advanced back though the device to its original position, however, it was not possible, probably due to the sections of the device found as bent/kinked. Use the device/manipulation/maneuvering can cause the device to bend/coil, leading to kinks and bends in the working length and the subsequent inability to advance the stylet. Additionally, excessive force while using device after the working length is damaged can lead to damage of the needle, which is consistent with the finding that the needle was broken. The investigation concluded that the failure was an expected or random component failure without any design or manufacturing issue, therefore, the most probable cause of the event is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.